Manufacturer narrative:
A review of the image result files for the unexpected negative reactions appeared as reported by the instrument. Qc resulted as expected. An immucor field service engineer performed the unexpected reactions checklist, replaced leaking syringe, replaced probe due to discoloration on probe tubing, and replaced fluidics and final assay tubing. Qc performed as expected. The group/screen assay was performed on 4 patient samples with no errors. The instrument is operating within specifications.

Event description:
On (B)(6) 2016, a customer reported that an unexpected negative result was obtained for a sample tested on galileo echo (B)(4).